Event description:
It was reported that the anchors broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: during a hip labral repair, the nanotack flex drill guide created a drill hole and the nanotack anchor could not follow the same path as the drill bit resulting in two broken nanotack anchors. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive bending force on guide, 2) excessive force applied on device, or 3) improper reprocessing cycles/agents used. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchors broke during the procedure. All pieces were retrieved.